Event description:
It was reported while in use on a patient, the 840 ventilator's compressor failed. The patient was removed from the ventilator and p laced on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and confirmed the reported condition. The se replaced the compressor inlet filter and muffler. The unit passed all testing and operates within the manufacturing specifications.